Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the incision site did not completely heal after implantation. There was dehiscence of the wound. The recipient underwent 2 skin flap cover surgeries on (B)(6) 2018. There was no accident or trauma reported. An infection and necrotic tissue developed over the implant site with a foul smelling discharge. A biofilm was seen however no swabs were taken. The user may be hyper sensitive ( allergic ) to silicone. The user was explanted. No new device was implanted.

Manufacturer narrative:
Based on the information received from the field the recipient's wound did not heal post implantation. Reportedly an infection, including biofilm formation and necrotic tissue developed over the implant site. A device contribution to the reported problem seems unlikely as a review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the device being the source of infection. Reportedly the device was explanted but has not been received for investigation purposes.

Event description:
It is reported that the incision site did not completely heal after implantation. There was dehiscence of the wound. The recipient underwent 2 skin flap cover surgeries on (B)(6) 2018 and (B)(6) 2018. There was no accident or trauma reported. An infection and necrotic tissue developed over the implant site with a foul smelling discharge. A biofilm was seen however no swabs were taken. Reportedly, the user may be hyper sensitive (allergic) to silicone. The user was explanted. No new device was implanted.